Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.00 x 12 synergy ii drug-eluting stent was selected for use. However, during unpacking of the device, the stent came off from the stent delivery system balloon. The device was never used inside the patient and the procedure was completed with a different device. No patient complications were reported.